Event description:
It was reported that pump had a motor stall, which was confirmed in the attention dialogue box. An underdose was reported and pt had increased pain. The drugs used were clonidine and dilaudid. Dosage and concentration were unk. Additional information has been requested and will be made as follow up, as it becomes available.

Manufacturer narrative:
(B)(4).